Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 03july2019. The philips service technician suggested replacement of the following parts: filter, battery, touch user interface (tui) pcba, and focus controller pcb assay kit. It is unknown if the issue was duplicate or confirmed. The customer declined repair of the reported problem.

Event description:
The customer reported a setting and battery issue with a missing back filter. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.